Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-08040. It was reported the pt has not used or charged her scs system in a year. The pt stated her "stimulation did not work." It is undetermined what the pt meant by "stimulation did not work." Surgical intervention will be taken at a later date to replace the ipg in order to address the issue. The pt has two model 3186 leads from the same lot.